Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a trifecta gt valve was implanted. On another unknown date, early structural valve deterioration with excessive pannus was observed and a valve in valve procedure was performed and the patient expired. Additional information has been requested.

Manufacturer narrative:
An event of structural valve deterioration and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the site, it was unknown when the valve was implanted, as well as how or when the patient died.

Event description:
On an unknown date, a trifecta gt valve was implanted. On another unknown date, early structural valve deterioration with excessive pannus was observed and a valve in valve procedure was performed and the patient expired. Additional information has been requested.